Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio iq meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2014. The patient manages her diabetes with self-adjusting apidra insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed that she did not develop any symptoms; however, she stated that she self-treated with 40 units of apidra insulin on the same day the meter issue began. The patient reported that she did not test on another device. At the time of troubleshooting, the csr noted that the product was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient did not report any symptoms and the self-treatment was not for a serious low or high blood glucose excursion. The alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.